Event description:
During the implant procedure, the lead would not stay in place. Therefore, it was not implanted.

Manufacturer narrative:
Lead would not stay in place during implant procedure. The analysis on this device is pending. October 27, 2009

Event description:
During the implant procedure, the lead would not stay in place. Therefore, it was not implanted.

Manufacturer narrative:
(Other): lead would not stay in place during implant procedure. The analysis on this device is pending.